Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited oversensing and low amplitude, resulting in inappropriate anti-tachycardia pacing (atp). The physician report the device to be implanted on the right side due to left side svc. The physician ordered a holter monitor for the patient. A technical service (ts) consultant recommended x-ray images to verify placement of electrodes, and lead integrity testing. The device remains implanted. No adverse patient effects were reported.